Manufacturer narrative:
The tech calibrated the position sensors to repair the bed.

Event description:
Info received indicates when the bed is in the lowest position, the head section cannot be raised.